Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was 104 mg/dl. The troubleshooting was performed for critical pump error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.